Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-62-user had poor technique test strip UDI# (B)(4). Note: customer's condition has improved. Customer states that he is feeling much better- no longer experiencing symptoms. Customer went to the ER on (B)(6) 2018. Customer was not hospitalized. Customer stated that when he arrived at the hospital, they took his blood sugar and a urine test. Customer was released the same day and given an rx for metformin. Customer was diagnosed with type 2 diabetes. Customer stated that they just took a urine and blood test. Results were 271mg/dl fasting. Customer was discharged the same day. No further medical attention is required.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. Customer not feeling physically well and report symptoms of blurry vision and dry mouth. Customer has not been diagnosed but will visit a doctor tomorrow for treatment for hyperglycemia. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the dining room. During call on (B)(6) 2018, back to back blood test was performed non-fasting by the customer and produced test results of 341mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is date and open vial date is date. The meter memory was not reviewed for previous test result history.